Event description:
Spinal rods and screws placed on (B)(6) 2016. Follow up with patient shows that rod has "popped out" of the fixation place on one side of the spine. Surgery on (B)(6) 2016 to re-do fixation.